Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury.

Manufacturer narrative:
No lens in unit carton.